Manufacturer narrative:
Initial and final MDR (B)(4)- MDR device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 26 april 2024, the patient reported that two infusion set cannula was kinked, within 3 hours of insertion. The insertion site of the infusion site was at abdomen. Furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion. Patient bg levels was found to be 300mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.